Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history included being diabetic for 54 years. Concomitant medications were not reported. The patient received an unspecified insulin medication, via reusable pen (humapen savvio), subcutaneously, for an unspecified type of diabetes mellitus. Dosage regimen and start date were not reported. On an unknown date, the mechanic of the humapen savvio seemed not to work; the stamp went down when no cartridge was inserted and not any or little insulin came out. The defective pen caused his blood glucose to went up to 600 mg/ml several times ((B)(4), lot 1401v06); so he needed to inject a lot of insulin to lower his blood glucose. The event of blood glucose of 600 mg/ml was considered serious due to its medical significance. Reportedly, suspect device was stored with the needle on it. No corrective treatment was reported. As of (B)(6) 2018, he was recovered from the reported event. Status of the medication was not reported. Follow-up could not be pursued since initial reported denied permission to be contacted and did not provide other contact details. The patient was the operator of suspect device and his training status was not reported. Model duration of use was not reported. Duration of use of suspect humapen savvio was since (B)(6) 2017 approximately. Action taken with suspect device was not reported and its return would not be expected. The reporting consumer related the events to the problems with suspect device. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history included being diabetic for 54 years. Concomitant medications were not reported. The patient received an unspecified insulin medication, via reusable pen humapen savvio (green) device, subcutaneously, for an unspecified type of diabetes mellitus. Dosage regimen and start date were not reported. On an unknown date, the mechanic of the humapen savvio seemed not to work; the stamp went down when no cartridge was inserted and not any or little insulin came out (B)(4). Lot 1401v06). Due to pen not working, his blood glucose went up to 600 mg/ml several times; so he needed to inject a lot of insulin to lower his blood glucose. The event of blood glucose of 600 mg/ml was considered serious due to its medical significance. Reportedly, the suspect device was stored with the needle attached. No corrective treatment was reported. As of(B)(6) , he was recovered from the reported event. Status of the medication was not reported. Follow-up could not be pursued since initial reported denied permission to be contacted and did not provide other contact details. The patient was the operator of the humapen savvio (green) device and his training status was not reported. Model duration of use was not reported. Duration of use of suspect humapen savvio was since feb-2017 approximately one and a half years/18 months. The suspect humapen savvio (green) device associated with (B)(4). Was returned to the manufacturer on 11sep2018. The reporting consumer related the events to the problems with suspect device. Edit 04sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 14dec2018: additional information received on 13dec2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen savvio (green) device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 14dec2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen savvio device was not working and that little or no insulin came out. He also stated, "the stamp went down when no cartridge was inserted." The patient experienced increased blood glucose. Investigation of the returned device (batch 1401v06, manufactured january 2014) found the device met functional requirements and met dose accuracy specifications. No malfunction was identified. A complaint history review and batch record review did not identify any atypical findings with respect to dose accuracy issues. The patient's statement that "the stamp went down when no cartridge was inserted" accurately reflects the device functionality. The plunger moves freely in a device where no cartridge is installed. The patient also reported storing the device with the needle attached. The core instructions for use state to remove the needle after every use and to not store the pen with the needle attached. There is evidence of improper storage. The patient stores the device with the needle attached. This is not likely relevant to the event of increase blood glucose since the patient stated he primes before each injection.